Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not received for analysis because it was destroyed. The design of the fluted drill bit has been in the field since 2015. There have been 2 similar complaint reports involving this device since 2015. Because the fluted drill bit is used in total ankle surgeries, sales data for tibial components was used to calculate an approximate complaint occurrence rate of 0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. However, because the coating wasn't vital to the functionality of the fluted drill bit, this device no longer has the tin coating. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Lot number was not provided, manufacturing information cannot be provided. Most likely cause: the removal of the coating reported was likely the result of contacting the mill block. The design of the device has since been updated and no longer utilizes the tin coating. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues, nor did it lead to patient impact. Metal shavings from the drill bit were removed from the surgical site with irrigation. An investigation was conducted; the removal of the coating reported was likely the result of contacting the mill block. The design of the device has since been updated and no longer utilizes the tin coating.

Event description:
It was reported from the us that during an orthopedic surgery the tin coating came off of a 2.4mmx 2.5" fluted drill bit when removing it from the mill block. Metal shavings from the drill bit were in the surgical site and were removed with irrigation. The representative was present during the surgery. There was no delay to surgery and no adverse effect to patient. No additional information was provided by the contacts related to this event.